Event description:
The reporter stated that the surgeon partially inserted an aa4203tl toric silicone lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.